Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date was reported as unknown day in 2010.

Event description:
Patient was implanted at levels c5-c6 with a vectra plate and two screws on an unknown date in 2010. Patient returned to the operating room on (B)(6) 2013 and had the vectra plate and two screws removed due to an additional replacement disc procedure being done at levels c6-c7 because of degenerative disc disease. During the removal procedure the screwdriver inner screw shaft broke off in the screw. The screwdriver tip was in the screw but the surgeon was able to get the plate and screw out. The procedure was not prolonged due to this incident and the patient is not being treated with anything additional. This report is for the unknown screw. This is 3 of 4 reports for (B)(4).